Event description:
It was reported that high impedance was detected on the patient's generator preoperatively before a generator replacement surgery. The generator was replaced and the lead impedance was still high post generator replacement with the newly implanted generator, but the lead was not replaced. No further relevant surgical intervention has occurred to date. No further relevant information was received to date.

Event description:
It was reported that the patient did not experience any symptoms related to the vocal cord assessment to date and that patients at this facility do not typically have a vocal cord assessment when referred for lead replacement due to high impedance. The patient's generator and lead were replaced due to the high impedance. The facility does not typically return explanted products and therefore return of the suspect product is not expected. No further relevant information has been received to date.

Event description:
It was reported that the patient was scheduled for a laryngoscopy examination to assess vocal cord function through their ent prior to the lead revision surgery. The physician indicated that he does not think that the patient is having any symptoms and that they intended to rule out contralateral palsy or dysfunction before proceeding with the lead revision. The physician indicated that there is no current relationship to the vns. No further relevant surgical intervention has occurred to date. No further relevant information was received to date.